Manufacturer narrative:
(B)(4)

Event description:
It was reported that during patient use, a ventilator had an unusual amount of flow and pressure variation. The patient was removed from the ventilator and manually ventilated while the device was calibrated. The patient was placed back on the ventilator once calibrations were complete. The patient was not harmed as a result of this event.